Event description:
A discrepancy was reported with the insulin gauge, indicating a different amount than expected. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to call back for troubleshooting if the issue with the fill estimate occurred again, and the customer acknowledged this advice.